Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined..

Event description:
It was reported that the patient presented to the hospital due to torsades. The hospital observed failure to pace on the pulse generator. The device could not be interrogated to confirm. The patient presented in clinic the next day, the device was able to be interrogated. The first attempt failed due to misplacement of the wand. The device had migrated and was offset in the chest. No additional information was reported. The patient would continue to be monitored.